Manufacturer narrative:
Event dates: (B)(4). The customer reported that the unit was running on internal battery with alternate current (ac) connected.the ventilator was in use on a patient at the time of the event occurred; however the patient was transferred to an alternate ventilator with no harm. The customer evaluated the device and could not duplicate the reported event. The product support engineer (pse) was advised to check the 24 volt and 12 volt signal on the pig tail coming from the power supply. The customer reported 12 volt was missing. The customer replaced the power supply to correct address the issue and the ventilator was returned to service. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that the unit was running on internal battery with alternate current (ac) connected.the ventilator was in use on a patient at the time of the event occurred; the patient was transferred to an alternate ventilator with no harm.

Manufacturer narrative:
The customer did not replace the power supply. The ventilator switched to battery operation and continue to ventilate the patient.